Event description:
The lab manager reported that an xe-5000 (serial number (B)(4)) automated hematology analyzer generated an incorrect low hemoglobin (hgb) of 7.4 g/dl for a pt who presented to the emergency room with multiple health issues, including alcoholism. The sample ID (B)(6) was run for a complete blood count (cbc) in the auto-mode, in rack position #2, with only one other sample (ID (B)(6)) in the same rack at position #1. Both samples were judged as "positive" with an "anemia" interpretive program (ip) message. The results were released. The physician requested that lab check sample (B)(6) for clots, but did not request repeat analysis, a differential or recollection of the sample. The physician ordered a transfusion. A cbc analyzed for this pt the following day, post-transfusion, had a much higher hgb than would be expected after the amount of blood transfused. The original sample (B)(6) was repeated and the hgb=15.6 g/dl. The number of units transfused was not provided, but typically one unit raises the hgb by one g/dl. The operator discovered that the sample in rack position #1 ID (B)(6) was sampled twice, and the results from this pt were also identified with ID (B)(6). The results for sample ID (B)(6) were correct.

Manufacturer narrative:
No functional error (short sample, aspiration errors, etc.) Or alarms were triggered at the time of the sample analysis. The field service rep (fsr) examined the analyzer and sample tubes on site. The tubes had one or two labels present, but were well adhered to the tube. The flicker plate that removes sample tubes that could stick in the aspiration hand clippers if multiple labels or poor adhesion of the labels occurs was present. The analyzer is one of three analyzers on an automated hematology system transport (hst). The cover on the tube turners in front of the sample aspiration hand-clippers were absent on all three analyzers allowing improper access to the sample rack and tubes during sampling. Sample tubes dislodged by the flickers plate could be replaced in the sample rack by the operator when the tube turner cover is not present. The lab manager stated that there were several (about 5 tubes) had dropped from the hand clippers around the time of the event. An operator replacing the tubes in the incorrect position in the rack is suspected. No product malfunction or deficiency was identified. The specimen in question was not repeated, nor a blood smear reviewed by the user to verify the results. Analyzer data from quality control and peer group insight qc reports showed the instrument was performing within specs and historical data did not reveal an analyzer issue.